Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to the device was not fully coapting. The cuff and pump were removed and new components were implanted in new positions. The patient had a good outcome with no further complications. Additional information received. The cuff was previously placed in the right location and it had the correct size. The patient experienced urethral atrophy.